Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, machine had more than two hundred failed cubies. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that there were failed cubies. A field service engineer (fse) checked the station and found no failures. The fse inspected the drawers, adjusted the slide rails, and tested the drawer. The system functioned as intended after the field service engineer repaired the device.